Manufacturer narrative:
H3: product analysis # (B)(4): product: 25100401, lot: ct16e056 visual examination confirmed that the tip of the driver was broken. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having spinal therapy for lower back, skin pain. It was reported that this event was a repeat surgery because the pain was caused by the implant and the set screw dislodgement was observed. Levels implanted for initial surgery were l1/iliac. During implant insertion, the driver was broken, so it could not be inserted or removed anymore; the wound was closed. Of the initial implants, 1 set screw placed in the iliac region was detached, so this surgery was performed and set screw was disposed. The implant could not be fully embedded, and the procedure was concluded with the implant left in place. There was no malfunction reported with screw and there was a delay of more than 60 minutes in the overall procedure time. There was no patient symptoms reported as a result of this event. There were no further complications reported regarding the event.